Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolon surgery, during intestinal anastomosis, the firing feel was the same as usual and the anvil did not shift, but after firing, the staples could not form into "b" shape, and some staples legs were even upright without bending. The staple line was fixed when resected and re-stapled. The incision was extended more than 1 inch (2.54cm). The surgical time was extended for 30 minutes or more due to the product problem. The doctor instead used hand-suturing to anastomose the intestines and resolve the issue.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the staple guide noted the instrument was fully applied. Further inspection noted that the green bar was visible in the indicator window and the safety feature was not engaged. The staple guide was observed to be attached to the instrument with no damage to the staple guide. After actuating the handle, the pusher fingers appeared to be intact and inspection under the microscope displayed damage to the knife blade. Straight legged staples were taped to the side of the shell head. Functional testing noted that the wing nut and safety functioned properly upon rotating the twist knob. The green bar was visible within the indicator window when the twist knob was fully closed. The instrument was applied to the appropriate test media producing acceptable results. Pusher-fingers and knife advance when the handle was squeezed and the knife cut the media cleanly and completely, despite the noted knife blade damage. The device also produced all audible, tactile and visual indicators. It was reported that the firing feel was the same as usual and the anvil did not shift, but after firing, the staples could not form into "b" shape, and some staples legs were even upright without bending. The staple line was fixed when resected and re-stapled. The incision was extended more than 1 inch (2.54cm). The surgical time was extended for 30 minutes or more due to the product problem. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues can occur if the instrument was applied over an obstruction. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.